Event description:
It was reported that the patient continues to have worsening of symptoms due to battery reaching end of life and being nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned due to facility policy.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.